Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, loose needle cover was observed therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001143855 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, a corrective action project was opened to further investigate these defects. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that needles are not covered in the packaging. Verbatim: needles are not covered in packaging can puncture someone.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that needles are not covered in the packaging. Verbatim: needles are not covered in packaging can puncture someone.